Event description:
The pt reported they recently traveled by plane and now one ipg does not turn on; both ipg's were checked prior to traveling and were fine. The rep re-directed the patient to report symptoms to the hcp. Additional information has been requested from the physician. A follow-up report will be sent if additional information is received.